Event description:
During use in cardiac procedure, physician noticed difficulty of the catheter not able to reach an area of the heart. The catheter tip would not turn to the desired position and decision was made to pull out. Catheter was replaced with a new one. No harm to the patient. Procedure was successfully completed.